Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that subject: (B)(6) underwent a complex revision for fracture dislocation of osh rsa, allograft reverse with adjustable; developed instability; able to reduce in the office but recurrent instability; required lengthening by 10mm with stem. Patient was revised on (B)(6) 2018. Surgeon upsized 10mm to 100mm screw/component total.